Event description:
Customer reported one hundred thirty-seven (133) false positive results with the binaxnow covid-19 ag card on multiple dates in (B)(6) on kitted nasal swabs. This report is for patient seventy-nine (79) of one hundred thirty-three (133) and unknown lot number (total quantity 3). Patient was tested with the binaxnow covid-19 ag card on (B)(6) 2022 which generated a positive result. Confirmation pcr nasal sample was collected the same day, placed in vtm, and transported via currier to a separate branch lab for testing (platform: (B)(6)) which generated a negative result. The patient was symptomatic. No serious injury, medical intervention or treatment decisions occurred as a result. Customer is performing tests in community organizations (cohort 1: k-12 schools including faculty).

Manufacturer narrative:
Additional information: patient identifier: (B)(6). Investigation report: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Related MFR report numbers: 1221359-2022-01916 through 1221359-2022-02048.